Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure, the torque limiter was disassembled. Reportedly, the ball and spring were removed during reassembling.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
An internal investigation was conducted at synthes (B)(4). The inspection found that the coupling was damaged and detached during forcible use. The instrument possibly was used to loosen screws in machines reverse mode what led to mechanical overloading. The file history records show that the device met fully to our specifications at the time of manufacturing and distribution. No product or material fault could be detected.